Event description:
Customer reported that he is unable to remove the battery cap from the insulin pump. During troubleshoot customer stated he was unable to remove the battery cap with a coin and with a screwdriver either. Blood glucose value 369 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.